Event description:
It was reported that trend data showed that the patient had been experiencing oversensing on the ventricular lead. The oversensing could not be reproduced in the clinic, and no changes were made to the sensing as there were also low r waves reported. It was later reported that the lead was capped and replaced due to the oversensing and low r waves. No patient complications have been reported as a result of this event. It was later reported that the lead was capped and replaced due to the oversensing and low r waves.

Event description:
It was reported that trend data showed that the patient had been experiencing oversensing on the ventricular lead. The oversensing could not be reproduced in the clinic, and no changes were made to the sensing as there were also low r waves reported. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.